Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the 8mm prograsp forceps instrument was stuck in the cannula and had a bent tip. The procedure was completed as planned with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 15th feb, 2022: the customer attempted to straighten the prograsp forceps instrument before removing the instrument, but were unsuccessful. The instrument tip was unable to be straightened. The cannula seal along with the trocar was removed with the instrument due to the inability to straighten the instrument and remove it separately. There were no instrument fragments observed as a result of the issue. The prograsp forceps instrument did not collide with any other objects or hard material.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) did not replicate/confirm the customer reported complaint. Failure analysis found the prograsp forceps instrument returned in a damaged condition. The instrument was unable to be tested for the customer reported complaint due to the extent of the damage. The instrument had no signs of bending along the main tube shaft. The reported complaint could not be confirmed nor replicated. Failure analysis found the secondary finding to be related to the reason for the instrument could not be tested for functionality in-house. The prograsp forceps instrument was found to have broken main tube and a piece measuring approximately 0.087¿ x 0.209¿ was not returned with the instrument. The instrument distal tip is completely separated from the main tube. As a result of the broken main tube, all cables were found to be broken, which allowed the distal tip to dislocate from the main tube. The root cause of the broken main tube is typically attributed to mishandling/misuse. A review of the instrument log for the prograsp forceps (471093-11/k122112060112) associated with this event has been performed. Per logs, the prograsp forceps instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had 12 uses remaining after the last procedural use. A review of the site's complaint history does not show any additional complaints related to this product. No image or video of the last procedure was provided for review. This complaint is being reported due to the following conclusion: failure analysis acknowledged that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is not applicable because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.